Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned for evaluation and images were not provided. DHR review the device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a polaris 5.5 torque handle did not provide enough torque intra-operatively. The operation was completed with the same handle but a lot of force was exerted. There are no adverse events or patient impact reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 torque handle did not provide enough torque intra-operatively. The operation was completed with the same handle but a lot of force was exerted. There are no adverse events or patient impact reported.